Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required and additional information was provided.

Manufacturer narrative:
(B)(4). Product registration ¿ correction b5: describe event or problem ¿ additional d4 catalog no ¿ correction d4 lot no, expiration date, UDI ¿ additional g3: date received by manufacturer ¿ additional h2: additional information /correction. H4 device mfg date ¿ additional.